Event description:
It was reported that the catheter was inserted into the pt for hemodynamic monitoring. The catheter was in place for 18 hours when blood was noted coming from the balloon port, and it was concluded that the balloon had ruptured. The catheter was removed and replaced without any complications.